Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had reached the elective replacement indicator (eri) due to premature battery depletion. There was also high right ventricular threshold and low right ventricular impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.